Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, an effusion was noted when the patient's pressures dropped. An attempt was made to drain the effusion with a pericardial centesis tray. Pressures stabilized for about two minutes after approximately 400 cubic centimeters (cc) of blood was drained, but an effusion was again noted. A pericardial window was performed and then converted to a sternotomy to visualize the tamponade. The source of the effusion was identified as a bard 5fr balloon tip temporary pacing electrode, which was observed to be through the pericardium into the sternum. Manual repair of the laceration was performed. There were no subsequent adverse patient effects reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).